Manufacturer narrative:
The subject device was not returned to omsc but were returned to (B)(4) for evaluation. (B)(4) checked the subject device and found the reported phenomenon and the cable failure. Also, the ccd unit was accidentally damaged during the diagnostics. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the deterioration of the material of the ccd sensor by ultraviolet rays. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was defective. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image disappeared and ceased to emerge, and the visual field was suddenly lost. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.